Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer mentioned that when they attempted to bolus they also received a no delivery alarm. Customer reported that she was sweating and it was humid outside prior to the alarm. Customer also mentioned that the insulin pump was against her skin and moisture is visible under the screen. Customer's blood glucose reading at the time of the call was 138 mg/dl. Advised customer to revert to a back up plan and that the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was unable to perform excessive no delivery test due to unresponsive buttons. The insulin pump was received with minor scratches on lcd window and cracked case at display window corners.